Manufacturer narrative:
After the incident, the device was sent to the distributor's servicing entity for evaluation and repair if needed. Another sokinox device was put in place on (B)(6) by the distributor in the hospital for further clinical use. Investigation of the device determined that the device is functioning correctly and can be returned for clinical use after passing the standard return to service checklist protocol (refer to the investigation report (B)(4)). Root cause user error. The flow sensor was likely incorrectly installed downstream of the humidifier, instead of upstream as specified in the installation instructions. This caused the inspiratory flow sensor to be polluted by humidity.

Event description:
Airgas therapeutics complaint # (B)(4). On (B)(6) 2025, airgas therapeutics (at) was informed that an infant died during treatment with nitric oxide using a sokinox device. Device serial number (B)(6). During treatment, an alarm was triggered with a sudden drop in no delivery followed by fluctuations in delivery and finally a delivery of 0 ppm. Cleaning the sensor temporarily fixed the issue, but the issue was repeated. The incident occurred in france on (B)(6) 2025. Detailed report: during treatment on a baby, the sokinox flow rate fluctuated, going from s to 30 ppm, then 0. The flow rate was completely unstable. The initial no delivery was compliant (20 ppm set= 18 to 20 ppm delivered, which corresponds to the usual range). The incident occurred approximately 45 minutes to 1 hour after the start of treatment, during the ventilation mode switch from simv (intermittent mandatory ventilation) to hfo (high-frequency oscillation ventilation). An alarm suddenly sounded [no more specific information] with a sudden drop in the no delivered (4 ppm, then 10 ppm, then 0 ppm). Fluctuations never reached the expected 20 ppm. Hypothesis of flow sensor fault: cleaning the sensor: always unsuccessful, then replacing the flow kit on the inspiratory circuit, suspected of being clogged with water, with a new kit: unsuccessful. Despite these interventions, it was impossible to stabilize the flow rate at 20 ppm. The physician decided to maintain the setting at 20 ppm despite the faulty delivery because the no2 dosage remained stable at 0.1 ppm. Later, the machine indicated a delivery of 30 ppm without the physician changing the settings. The no2 then rose to 0.2 ppm. Alerts with overflow alarms were triggered by the machine. They cleaned the flow sensor again, but the machine alternated between values of 0 ppm and 30 ppm. Additional information: medical staff reported that the baby was extremely premature (30 days gestational age), with pulmonary arterial hypertension. The baby was transferred from another hospital with delay in treatment and was in a state of severe septic shock and cardiogenic shock. Therefore, there were multiple aggravating factors and it is impossible to attribute the death exclusively to the failure of the no delivery. The noted delivery failure was not directly linked as the cause of the adverse patient outcome by the medical professionals involved. However, the instability in delivery constitutes an additional destabilizing and aggravating factor in an already critical situation. Kinox is indicated in combination with assisted ventilation and conventional therapy for the treatment of newborns > 34 weeks gestational age with the aim of improving oxygenation. The use of kinox in this incidence is considered off label.